Manufacturer narrative:
H10 - the sample returned for investigation was not a cl2100 chemolock port. Multiple attempts were made to confirm the sample sent by the customer. The customer had reported that the sample sent was a mating device used during the event and was unable to provide further information about the returned sample. This investigation is related to the samples returned for investigation, not the components noted in the customer complaint. One non-ICU medical huber needle set was returned with two used microclave clear connectors, list number and lot number unknown, attached at the proximal end and at the intermediate y-port. The complaint of leakage was confirmed, however, the location of the leakage was a tubing tear at the female luer bond of a non-ICU medical huber needle set. The two used microclave clear connectors met pressure leak expectations outlined in the product performance specification.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending.

Event description:
A user facility voluntary medwatch was received from the customer on 07-may-2020 that stated: "during pediatric anti-neoplastic chemo treatment, port access tubing was leaking from a crack near the distal port. Tubing was clamped and cleaned and port deaccessed as soon as possible. No injury to patient noted."